Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer stylus had issues with calibration. The programmer passed incoming testing and standard calibration. The programmer was returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had an issue with stylus calibration. The programmer was returned for service. There was no patient involvement.